Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, this product is to be handled by (B)(4) ab¿s complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). Additional information will be provided once the investigation conclusions are available.

Event description:
Patient sustained deep tissue injury to bilateral heels after 17 hours in prone position. No visible defect in the rotoprone bed.

Manufacturer narrative:
A patient had developed bilateral mid-forehead deep tissue injuries to heels using rotoprone bed. Injuries were noticed when the patient was returned to supine after 17 hours in prone position. Arjo clinical consultant critical care (nurse) indicated that upon arrival she noted that hatches under patient heels were not opened to alleviate a pressure, from unknown reason. After the event, an arjo clinical consultant critical care (nurse) has scheduled educational session on rotoprone usage, including managing potential skin complications. The rotoprone therapy system is prescribed for patients suffering from the consequences of immobility, the system is to help caregivers address potentially life-threatening conditions by means of prone therapy, but proning itself may present risk of pressure injury. There was no product failure, that could contribute to pressure injury. The bed was quality control checked pre and post placement and no discrepancies were identified on both occasions. Product instruction for use (IFU) contains information to "check patient skin regularly, particularly in areas where pressure, incontinence and drainage occur. Place prophylactic shear / pressure pads (hydrophilic polyurethane foam pads) on sacrum, elbows, cheeks, knees and anterior shoulders." "Friction on the feet can also contribute to skin breakdown. Consider these precautions; when supine, elevate heels off of therapy surface. Continue using sequential compression devices (scds) during prone therapy if ordered by treating physician". The rotoprone bed is equipped with an alarm, which is triggered in case patient has been in prone position more than 3 hours and 15 minutes in order to remind caregivers about skin assessment. Another alarm is triggered when the bed surface has been in stationary position for more than 30 minutes. As per IFU, corrective action requires to ¿return patient to supine position to assess the skin at frequent intervals. If patient remains in prone position in excess of this time, patient may be at risk of skin breakdown or other complications. Always follow physicians orders for prone time.¿ the above constitute only recommendation and will not replace a clinician assessment. The therapy depends on patient 's medical condition. To sum up, the rotoprone therapy system was used for patient treatment at the time of event and thus played a role in the incident. The bed did not failed to meet its performance specification. This event is deemed reportable due to serious injury sustained by the patient.